Event description:
Customer reports that m patient having a retrograde cystogram when the fluoro failed. Patient was moved to another room, procedure completed without further incident.

Manufacturer narrative:
Liebel flarsheim manufacturing reports: field service engineer traced problem to the ups on/off power button being in the "off" position. When turned back on, all of the power supplies came on, and all systems worked. It appears that the ups on/off button may have been hit by the tech's knee. This is a hospital supplied and positioned piece of equipment. The fse moved the ups to the other side of the infirmed cpu to avoid this happening again. Fse verified proper operation according to service manual. Returned unit to full service by the customer.